Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test; however, the pump was received with high sleep current due to j6 connector resistance issue.

Event description:
It was reported that the customer received low battery alert. Customer¿s blood glucose level was 7.5 mg/dl. Customer was assisted without troubleshooting for low battery. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.